Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was dealing with nausea, vomiting, and gastric pain, and they wanted the battery removed. Surgical intervention was planned and scheduled for (B)(6) 2019. It was noted that the patient¿s past medical history included a previous gastric bypass surgery, being on the heart transplant list with a current ef of 15%, and a psych component to their current issues. No further complications were reported/anticipated.